Event description:
Yag was performed on 6/1/99 for retained cortex with improvement noted. Pt's visual acuity on 6/11/99 was 20/25. Info provided by the surgeon indicates that the report of unexpected postoperative refraction was not related to the intraocular lens.